Manufacturer narrative:
The customer¿s report of the IV tubing breaking apart was confirmed. The set was visually inspected and the distal male luer component was noted to be missing from the set. Further inspection under magnification revealed a lack of solvent from the outside of the tubing to the inside of the male luer. The edge of the disconnected tubing had a clean, finished appearance and there was no evidence of bonding solvent. Functional testing was not performed due to the absence of the male luer component. Dimensional testing was performed and the tubing was verified to be within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to lack of solvent at the tubing to male luer engagement.

Event description:
There was some blood leakage but no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse was taking care of a patient and the primary IV tubing broke apart right at the site above where it screws into the hub of the IV t-connector.